Manufacturer narrative:
The phaco handpiece has been received and in-house testing in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported the phaco handpiece ultrasound was weak. The footswitch was changed with no improvement. The handpiece was switched out and the system was re-tuned. The case was completed as planned. This caused a delay of 5 minutes. No pt injury was reported.